Manufacturer narrative:
Product was received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient does not think her infusion device delivers enough insulin. Her blood glucose level had been elevated as high as 600 mg/dl. She has had to give herself injections of insulin to correct the elevated blood glucose level. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.